Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported 41 months post stent graft implant the pt was found to have a type ii endoleak that traveled distally down the limb creating a distal type I endoleak. It was reported that the physician performed a translumbar puncture and injected glue into the aneurysm sac. The hypogastric artery was then coil embolized. The physician plans to place an extension cuff at a later date. No add'l info was provided and the pt is reported to be fine.

Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (type ii endoleak), inherent risk of procedure (endoleak). Conclusions: device failure/lack of effectiveness related to pt condition (type ii endoleak).